Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision site had opened up and was not healing well. The patient underwent a revision procedure wherein the ipg was replaced and was not returned due to hospital policy. The patient was doing well postoperatively. No device malfunction was suspected.